Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the devices were used without problem until the third reload was used (fired), however, after connecting the fourth cartridge (there was no problem until the reload was connected), the surgeon pressed the button, but could not fire. A variety of operations were tried, but the devices did not operate normally, so a manual handle was opened, and then firing was able to be performed without delay and the procedure was finished without problem. When the power handle was taken out from the power shell, the handle part was found to be hot. The surgical time was extended by less than 30 mins. There was no patient injury.